Event description:
It was reported the patient contacted technical services. During trouble shooting, it was determined the implantable cardioverter defibrillator (ICD) was unable to be interrogated over bluetooth. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.